Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
It was reported leakage in a part of the device. It was stated nothing happened to the patient. No other information was provided.

Event description:
It was reported leakage in a part of the device. It was stated nothing happened to the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed but the exact cause remains unknown. One 4 fr sl powerpicc catheter was returned for evaluation. The catheter was trimmed at the 29 cm depth marker. Dried adhesive and blood residue was visible at the proximal end of the catheter. The catheter was flushed with water and a leak was noted at the proximal end of the catheter extending from the winged hub interface. Microscopic observation of the leak location revealed a circumferential split. Dried adhesive dressing residue was surrounding the split edges. The split surface was rough and granular. The catheter was cut near the split location in order to measure the catheter wall thickness and was found to be within manufacturing specification. Based on the condition of the returned sample, likely contributing factors include material fatigue caused by repeated kinking of the catheter and mechanical damage during handling of the device. Since a split was found to be present in the tubing, the complaint of a leak is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported leakage in a part of the device. It was stated nothing happened to the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation:¿patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed but the exact cause remains unknown. One 4 fr sl powerpicc catheter was returned for evaluation. The provided video sample was of an implanted s/l powerpicc catheter. When the catheter was flushed with a clear liquid, a spraying leak was observed emanating from the catheter and corresponded with the condition of the returned sample. The returned sample showed that the catheter had been trimmed at the 29 cm depth marker. Dried adhesive and blood residue was visible at the proximal end of the catheter. The catheter was flushed with water and a leak was noted at the proximal end of the catheter extending from the winged hub interface. Microscopic observation of the leak location revealed a circumferential split. Dried adhesive dressing residue was surrounding the split edges. The split surface was rough and granular. The catheter was cut near the split location in order to measure the catheter wall thickness and was found to be within manufacturing specification. Due to the condition of the returned sample, material fatigue caused by repeated kinking of the catheter and exposure to incompatible cleaning solvents leading to material degradation may have been contributing factors of the reported event; however, the exact cause remains unknown. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Each product from the implicated lot is leak tested and no deviations, non-conforming material, or rejections associated with the reported event were noted during the inspection of this lot. H3 other text : evaluation findings are in section h.11.